Manufacturer narrative:
(B)(4). The results of the investigation concluded the catheter deflected in the correct shape and met sjm specifications of acceptable resistance values with no open or short circuits detected while undeflected, deflected, and manipulated. The catheter also displayed acceptable ECG signals during a simulated test and passed an ablation simulation. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported aortic dissection remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related MDR report numbers: 3005334138-2016-00054 and 3005188751-2016-00071. An aortic dissection occurred during an ablation procedure. A safire catheter was used to ablate the left ventricular posterior lateral, however it was felt the catheter was not ablating deep enough and the catheter was replaced with an sr0 sheath and a cool flex catheter. The sheath was introduced first, but it was unable to advance to the ascending aorta. The sheath was removed and an attempt to advance the cool flex catheter was done without success. An aortic angiogram was performed and a minor aortic dissection from the descending aorta to abdominal aorta was noted. The patient was asymptomatic and was transferred to the ICU for observation. The dissection resolved without intervention and the patient was discharged from the hospital. The cause for the dissection is unknown.